Manufacturer narrative:
1. The customer returns 4 photos and 7 actual samples. 1-the photos show that the batch code is 3353662, there are foreign matters attached to the surface of the cannulas. 2-the actual samples show that the batch code is 3353662, all the unit packages have been opened, and there are foreign matters attached to the surface of the cannulas. Please see attachment (B)(4) for the photos. 2. DHR/bhr reviewlot#3353662 1-the products of this batch were assembled at intima ii auto line 4 in january 2024, and packaged at cfs package line in january 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no foreign matter is found on the surface of the cannulas. 4. According to intima ii production process, the foreign matters are the precipitate of 1502c lubricant - silicone. The cannulas of the intima ii are lubricated with 1502c lubricant, forming a dense layer on the surface of the cannula for penetration. Bd's materials laboratory in the united states conducted a normative test on the silicone used in the product, and the test results showed that the silicone was a lubricant for medical products, which met the requirements of relevant iso and FDA standards. 5. After the cannulas are lubricated, the excess silicone is removed by blowing. The plant has required the blowing pressure to be increased (within the parameters) to reduce the adhesion of silicone on the surface of the cannula. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): 1-there are no abnormalities in the product process, no material and process change, and no similar complaints have been received from other hospitals for this batch of products. 2-the returned photos and samples show that foreign matters are attached to the surface of the cannulas; according to intima ii production process, the foreign matters are the precipitate of 1502c lubricant - silicone, a lubricant for medical products, which meets the requirements of relevant iso and FDA standards; the plant has required to increase the blowing pressure after cannula lubrication to reduce the adhesion of silicone on the surface of the cannula.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm for foreign matter before use, a small bead-like foreign body was found in the catheter needle core. A claim needs to be filed, a complaint response letter is required, a complaint acceptance letter is required, the sample can be returned, and photos can be provided.